Event description:
Patient fell due to a patient lift pad ripping resulting in a t9 fracture and right humeral fracture.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.